Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: based on the available information, it is unknown if the patient was using fresenius products prior to hospitalization. Currently, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury.

Event description:
During a follow-up for a separate event, it was reported by a hospital peritoneal dialysis (pd) nurse this patient was in the hospital for peritonitis. In additional follow-up, the reporting nurse confirmed that the patient was admitted into the hospital (date unknown) with peritonitis already. The reporting nurse confirmed that the peritonitis was not due to fresenius products. No further information is available, including patient demographics and hospitalization details.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a follow-up for a separate event, it was reported by a hospital peritoneal dialysis (pd) nurse this patient was in the hospital for peritonitis. In additional follow-up, the reporting nurse confirmed that the patient was admitted into the hospital (date unknown) with peritonitis already. The reporting nurse confirmed that the peritonitis was not due to fresenius products. No further information is available, including patient demographics and hospitalization details.